Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 12feb2021 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that, in 2020, the injection button of her humapen ergo ii device could not be pushed down after using it for some time. In (B)(6) or (B)(6) 2019, the patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch 1310d01, manufactured october 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. With the guidance of a trained professional, troubleshooting was performed, including priming the device, and the issue was resolved. A complaint history review and trend review for the batch did not identify any atypical findings with regard to dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported that she had used the device approximately four years. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond the recommended use period. It is unknown if the misuse is relevant to the event of abnormal blood glucose

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company with a product complaint, concerns a 75-years old asian female patient. The medical history included anemia, hypoglycemia and her kidney was not good (as reported). The concomitant medication included acetylsalicylic acid for unknown indication, insulin aspart for diabetes mellitus, and unspecified drug for blood vessel of brain (as reported). The patient received insulin lispro (humalog) cartridge via reusable pen, 16 iu each morning and 12 iu each evening, subcutaneously, for treatment of diabetes mellitus, beginning in 2016. In (B)(6) 2019 or (B)(6) 2019, approximately three years after the starting of insulin lispro via humapen ergo ii (lot number 1310d01), the patient was hospitalized due to uncontrolled blood glucose and complications caused by diabetes as lumbago, rotten feet, high eye pressure caused by glaucomatous lesions and osteoporosis (as reported). It was provided her physician changed insulin lispro to insulin aspart during the hospitalization due to unknown reason. In 2020 the patient returned to use insulin lispro and the dose was changed to 18 iu each morning and 14 iu each evening via humapen ergo ii. It was provided patient also used her first humapen ergo ii (lot number 1310d01) again in 2020 (approximately four years after its first use) which injection button could not be pushed down after using it for some time (product complaint number (B)(4 ) /lot number lot number 1310d01). In (B)(6) 2020, unknown time after reintroduction of insulin lispro, the blood pressure was quite high (as reported), diastolic blood pressure was at 68 and systolic blood pressure was at 190 (units and normal range were not provided). The event of high blood pressure was considered serious by the company due to medically significant reasons. Information regarding exams, corrective treatment and outcome of the events was not provided. It was unknown if any action was taken with insulin lispro due to the events and if it was ongoing at the time of initial report. It was unknown who operated the device and if the operator was trained. The duration of use for this device model and suspect device (lot number 1310d01) was approximately four years. The suspect humapen ergo ii device associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer did not know if the events were related to insulin lispro and did not provide any opinion of relatedness regarding humapen ergo ii. Edit 10feb2021: upon internal review on 10feb2021 it was corrected age of suspect device from three to approximately four years in the fourth paragraph from narrative. Corresponding field updated accordingly. Edit 10feb2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 12feb2021: additional information received on 11feb2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and malfunction from unknown to no. Added date of manufacturer for the suspect humapen ergo ii device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Device not returned. Usage concerns resolved, and device was reported to be working properly. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company with a product complaint, concerns a (B)(6) years old asian female patient. The medical history included anemia, hypoglycemia and her kidney was not good (as reported). The concomitant medication included acetylsalicylic acid for unknown indication, insulin aspart for diabetes mellitus, and unspecified drug for blood vessel of brain (as reported). The patient received insulin lispro (humalog) cartridge via reusable pen, 16 iu each morning and 12 iu each evening, subcutaneously, for treatment of diabetes mellitus, beginning in 2016. In (B)(6) 2019 or (B)(6) 2019, approximately three years after the starting of insulin lispro via humapen ergo ii (lot number 1310d01), the patient was hospitalized due to uncontrolled blood glucose and complications caused by diabetes as lumbago, rotten feet, high eye pressure caused by glaucomatous lesions and osteoporosis (as reported). It was provided her physician changed insulin lispro to insulin aspart during the hospitalization due to unknown reason. In 2020 the patient returned to use insulin lispro and the dose was changed to 18 iu each morning and 14 iu each evening via humapen ergo ii. It was provided patient also used her first humapen ergo ii (lot number 1310d01) again in 2020 (approximately four years after its first use) which injection button could not be pushed down after using it for some time (product complaint number 5462987/lot number lot number 1310d01). In (B)(6) 2020, unknown time after reintroduction of insulin lispro, the blood pressure was quite high (as reported), diastolic blood pressure was at 68 and systolic blood pressure was at 190 (units and normal range were not provided). The event of high blood pressure was considered serious by the company due to medically significant reasons. Information regarding exams, corrective treatment and outcome of the events was not provided. It was unknown if any action was taken with insulin lispro due to the events and if it was ongoing at the time of initial report. It was unknown who operated the device and if the operator was trained. The duration of use for this device model and suspect device (lot number 1310d01) was approximately four years. It was unknown if any action was taken with suspect device at the time of events and its return was not expected. The reporting consumer did not know if the events were related to insulin lispro and did not provide any opinion of relatedness regarding humapen ergo ii. Edit 10feb2021: upon internal review on (B)(6) 2021 it was corrected age of suspect device from three to approximately four years in the fourth paragraph from narrative. Corresponding field updated accordingly. Edit 10feb2021: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added.